Event description:
A biomedical engineer reported that the unit shut down by itself during a cataract extraction with intraocular lens implant procedure. The surgery was completed using an alternate system with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).